Event description:
It was reported that when using the bd pyxis¿ medbank tower, several employees were unable to log in to the cabinet and encountered an invalid or inactive user error. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the cabinet. A technical support specialist (tss) mentioned that the customer informed that several employees were unable to log in to the cabinet and were receiving an invalid or inactive user error. One of the employees experienced the same issue but was able to log in successfully after tss rebooted the system. Tss asked another employee to change the password and attempt to log in again, and user agreed to call back if the issue persisted. The system functioned as intended after the technical support specialist troubleshot the device.